Event description:
It was reported by an attorney that the patient underwent a gynecological surgical procedure on (B)(6) 2009 and mesh was implanted, and underwent a hysteroscopy, endometrial biopsy and novasure ablation. It was reported that the patient experienced vaginal bleeding, abdominal pain, back pain, groin pain and leg pain. It was reported that the patient underwent surgery to removal the mesh on (B)(6) 2021. No additional information was provided.

Manufacturer narrative:
To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.